Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. A portion of the device received and evaluation was completed; the complaint was confirmed. The braided nitinol wire loop was not returned; it was pulled out from the crimp area on the distal end of the device. The returned portion of device met specifications. Device history record revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely cause of this type of event is excessive force during use. In addition, reuse of this single-use, disposable device may lead to breakage and retained fragment(s). This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a meniscus suture (repair), a piece of the device broke off and was not retrieved. According to the reporter, the wire loop became loose while pulling the wire through the meniscus and was left in the patient; it could not be retrieved. No further patient or event information was provided at the time this event was reported.